Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device is filed under a separate medwatch report number.

Event description:
It was reported that arteriotomy closure was attempted using two proglide devices with an 8f sheath after a percutaneous coronary interventional procedure. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, when the first proglide was inserted into the anatomy, back-flow was not confirmed from the marker lumen. A second proglide device was attempted; however, the same issue occurred. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.